Manufacturer narrative:
The device was returned for evaluation and it passed all specific functional testing requirements, except for the lock having rotational movement. No issues observed related to the reported complaint. The device was manufactured in 2002. The reported complaint was not confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a1059 mayfield modified skull clamp was hard to move during use. There was no known patient injury or delay in surgery.